Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device imagine was reviewed and noise was observed on the right atrial (ra) lead. No intervention was performed and the lead remains implanted. Patient was stable before, during and after the event and will continue to be monitored.

Event description:
Additional information was received indicating the physician alleges a premature battery depletion and the device was explanted.

Event description:
Additional information was received indicating the device was replaced.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.